Manufacturer narrative:
The returned sample was visually inspected and was found non-conforming with foreign material on the probe needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration, and was non-conforming for actuation and cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. No wear marks were observed at the bend area of the inner cutter. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The complaint evaluation confirmed that the probe had a cut issue, and also indicated that the probe had an actuation issue. The root cause for the observed cut and actuation non-conformances is due to the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe did not cut. The condition of aspiration was unknown. The cassette was replaced and the procedure was completed. There was no patient impact.